Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: the device could not be opened initially but eventually did after about 5 minutes. The device was replaced and fired ok.

Event description:
It was reported that during a laparoscopic donor kidney case the device was clamped down on the renal artery and when surgeon tried to fire stapler, the device had no power. When reverse button was tried, no power. Opening the device was unsuccessful and manual override had to be deployed, also unsuccessful at opening the jaws. Surgeon de-articulated the stapler and was able to open the jaws. The procedure was delayed for five minutes. It was noted that kidney did not receive blood flow for 5 minutes during procedure. No complications noted during recipient surgery.